Event description:
A report was received that stated a nurse received a needle stick. At the conclusion of the injection the needle detached from the syringe and remained in the patient. The detached needle fell to the floor. The nurse attempted to retrieve the needle from the floor and received a needle stick injury to her hand. No information has been received regarding any medical treatment to nurse; labs were drawn.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.